Event description:
Patient came for chemotherapy. The nurse was able to flush the port but was not able to draw blood. The patient was repositioned lying him flat in a recliner with his right arm raised. The nurse was then able to both flush and draw blood without difficulty. Chemotherapy was started and swelling was noted in the right side of patient's neck. Chemotherapy was stopped. The physician was notified and x-ray was obtained. The x-ray concluded there was a slow leakage and extravasation of injected contrast indicating probable partial tearing at the insertion into the proximal subclavian vein in the porta cath. The catheter was removed and replaced on (B)(6) 2017. Physical examination revealed a split along the side about 5cm from origin at port septum site.